Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was getting 80% relief in his legs, but then decreased to 60%. The pt still had back and neck pain. The pt programmer was replaced. The pt had surgery to fix the problem. The pt was no longer having problems with the system.